Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. The following information was provided by the initial reporter: pembrolizumab (chemo) leaked from the connection of the protector and the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-08. H.6. Investigation summary one sample was returned to our quality engineer for investigation. Upon inspecting the product it was noted that the needle on the protector did not properly penetrate the stopper of the vial, it was out of center causing significant damage to rubber stopper and aluminum cap. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p14j leaked during use. The following information was provided by the initial reporter: pembrolizumab (chemo) leaked from the connection of the protector and the vial.